Event description:
It was reported that a malfunction alarm occurred while interacting with the touchscreen. The customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.